Event description:
Total eleven blood leaks occurred. The dialyzers were at the several reuses (3 cases at 11th, 3 cases at 8th, 2 cases at 13th, one case each at 3rd, 5th, 23rd). The blood loss was approx. 200-250cc, since the blood was not returned to the pts. The pts were well. It is not known how many pt's were inovlved.